Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue. The root cause was determined to be the lot was manufactured from an incorrect raw material.

Event description:
It was reported that during a hip fracture fixation procedure on (B)(6) 2015, the tip of the inserter fractured while the surgeon was inserting an end cap in the nail with the inserter. The fractured piece was stuck in the screw hole of the end cap. The surgeon removed the end cap with a hex driver. Another end cap was used to complete the procedure.